Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system was found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a message 'cine drive not available'. There is not report of death or serious injury associated with the complaint.